Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2014, to report that on (B)(6) 2014, their receiver's display screen became frozen. There was no report of injury or medical intervention. No additional event or patient information is available. The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. Functional testing was performed and the test failed because the receiver would not boot up; therefore the data log could not be downloaded. The receiver case was opened for further evaluation. An interior inspection confirmed the reported event of a frozen screen display. The root cause was determined to be a defective component in the printed circuit board.